Event description:
Caller reported experiencing high blood glucose levels, which went above 500 mg/dl. This had an adverse impact on the customer¿s blood glucose level. The customer received assistance from technical support to set up a new pump and successfully resumed insulin therapy without requiring further assistance.